Manufacturer narrative:
The event occurred on an unspecified day in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the sheeting of a homechoice cassette. This was discovered before use of the device. The patient did not use any tools or sharp objects to open the cassette. During follow up, the patient reported no damage to the overpouch or shipping carton. There was no patient injury or medical intervention associated with this event. No additional information is available.